Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not staying closed. A field service engineer (fse) addressed an issue where the drawer was unlocking but not locking properly. The fse adjusted the latch and sensor alignment, which provided only slight improvement, and identified that the solenoid was not engaging correctly. The fse replaced the solenoid and the controller card however; the drawer was still not being detected as closed. The fse then replaced the open and close sensor, after which proper detection and locking functionality were restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system drawer 2.1 was not staying closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.